Event description:
It was reported that during a routine check in the cath lab performed by the customer, the cardiosave intra-aortic balloon pump (iabp was making a squealing sound during power down. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue or verify the failure. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check in the cath lab performed by the customer, the cardiosave intra-aortic balloon pump (iabp was making a squealing sound during power down. There was no patient involvement, and no adverse event reported.